Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has a leak on unit. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d1 brand name, d4 catalog, version and UDI number, d8, d9, g1contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) stated that users surfaced a gas leak alarm while on patient. Users swapped out console to continue treatment without issue. Successfully completed a functional check with testing catheter and trainer on unit without issue upon initial testing. Unit however failed test 3 of the solenoid test, marginally passing test 2, as well as the safety disk leak test. Nothing unusual identified in the logs. Fse replaced the drive manifold and k6a vent valve to address solenoid leak test, bringing differences down on test 2 and 3, however still with failing results. Noteworthy, re calibrated pressure transducers given the new transducer that came with new drive manifold. Unsuccessfully troubleshooted fill manifold to address subject issue. Replacing fill lines and troubleshooting blood detect line failed to address issue. While in pneumatic system display, closing k6a, activating k7, plugging catheter insert port, and activating/deactivating k8, still noticed x1 and x2 dropping a psi every 2 seconds, able to stop shuttle transducer dropping numbers via clamping fill line. Drive transducer continued dropping while completing the aforementioned procedure. Commenced clamping down blood detect line from in front of crm, before blood detect sensor, post blood detect sensor without slowing down drive transducer leak while completing the aforementioned procedure. Successfully stopped drive transducer leak while clamping line between purge manifold and vacuum reservoir. Replaced purge manifold, and successfully completed a solenoid test and safety disk leak test without issue. Crm drain line easily rotates while manipulating with fingers. Unit fully functional otherwise. Replaced crm as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. The unit cleared for clinical use. These parts were received with a reported unit failure message of gas leak alarm and failed 3rd test of the solenoid tests. Performed visual inspection of these parts and found crm drain port was loosen, and other parts looks to be in good condition for further investigation. Due to drain port loosen, the fat dept, cannot be investigated further for crm. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Installed the vent valve k6a, purge valve assembly and drive manifold into the cs300 test fixture and tested to the factory specifications per cs300 service manual. The failure analysis and testing department could not verify the failure message of gas leak alarm and test# 3 fails for following parts during tested. Vent valve, k6a drive manifold the failure analysis and testing department performed k6, k6a, k7, k8 leak tests and pumped the unit. Both parts passed testing. The non-conformances with these parts were not confirmed. However, the root cause is not confirmed. The failure analysis and testing department verified the failure message of solenoid test# 3 fails with result of 160mmhg, the factory specification is +-20mmhg and leak circuit alarm during pumped the unit, however, could not see gas leak alarm for purge valve assembly. Purge valve assembly failed testing. The non-conformances with this component were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Retaining following parts in the fat dept, crm purge valve assembly drive manifold sending following parts to the supplier for analysis as per procedure vent valve, k6a vent valve, k6a is out of warranty and no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has a leak on unit.